Manufacturer narrative:
Corrected information: section d4 - unique identifier (UDI) number has been updated with the correct version - (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review, it was noted that new information provided below was inadvertently not included in the initial MDR (MFR report number 3012236936-2023-02001). Therefore, the sections below have been updated in this filing: section b5 - describe event or problem: account provided that the intraocular lens (iol) was explanted following the unsuccessful repositioning attempt and a tecnis lens (model za9003) with a diopter of 19.0 was implanted. Section d4:catalog number: dxr00vi195. Section d4: serial number: (B)(6). Section d4: expiration date: 28-jul-2025. Section d4: UDI number: (B)(4). Section d6b: explant date: (B)(6) 2023. Section h4: device manufacture date: 28-jul-2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted on (B)(6) 2023 had issues observed during the follow-up examination in (B)(6) 2023. The visual acuity in the eye was very poor, almost as if the eye was aphakic, because one of the haptics in the eye was pinched/kinked away and the iol tilted backwards as a result. The doctor then tried to reposition the iol on (B)(6), but this did not lead to the desired success. The surgeon is planning to explant the lens next week and replace it with a za9003 model sulcus lens. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact event date unknown. The best estimate is between the implant date ((B)(6) 2023) and the attempted repositioning on (B)(6) 2023. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Section h6 -health effect - clinical code: 4581: no code available (device decentered or dislocated or tilted subluxated or wrong position) attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.